Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed and the root cause was undetermined, due to lack of sample.

Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display, during dwell 4. The technical service representative (tsr) explained the alarm to the caregiver (cg). The cg closed all the clamps to the bags, patient line, and transfer set, and then cycled the power. The hc was at press go to start, and then at load the set. The cg removed the cassette. The tsr advised the cg to continue therapy with manual supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.